Manufacturer narrative:
The investigation for the reported low pump flow and cannula kink has been completed. The product was returned, and the cannula kink was confirmed. Per the results of the clinical review and investigation: the rt log confirms low pump flow. A visual inspection of the pump revealed a kink in the cannula. No other abnormalities were observed. The cause of the low pump flow was a kinked cannula. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. It was reported that the impella cp had low pump flow with a kink in the catheter. The physician was unable to manually manipulate catheter. The pump was removed and replaced with another impella cp with no further issue. No further information was available.